Event description:
Clinical rationale: a 53-year-old male with an acute myocardial infarction and cardiogenic shock (pre support scai stage c) underwent placement of an impella cp for hemodynamic support. During the procedure, the initial impella cp (sn: (B)(6) was positioned under the papillary muscles, and when the physician attempted to retract the device, it was inadvertently pulled across the aortic valve into the aorta. The device could not be re advanced into the left ventricle, resulting in loss of effective support. A second impella cp (sn: (B)(6) was subsequently implanted via left femoral arterial access at 7:30 pm on (B)(6) 2026 and remains in use. Imaging confirmed a positioning issue with the pump initially located against the mitral apparatus; repositioning was performed and successfully resolved the issue. No device return is expected. Download data is required. The patient remains on support, and no adverse patient outcome has been reported related to the second device. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details.